Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that she was having calibration issues with the sensor. Customer's blood glucose was 458 mg/dl. Customer mentioned she only had expired sensors. Customer was advised to not use any expired products. Customer was advised that the sensors will be replaced. Customer treated her high blood glucose with the insulin pump. Customer mentioned she had been ill due to catchng a cold. Customer will not be returning the device for analysis.